Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device had no power, although there was a green light on the power supply. The reporter indicated that the hemopro 2 device was swapped out, but nothing changed. Then the adaptor and extension cable were swapped out but still nothing worked. The hospital then switched out the hemopro 2 device again and still there was no power. The power supply was not swapped out. The procedure was converted and the patient's leg was opened with a large incision. The product is returning. It is unknown if the pre-test on the wet gauze performed prior to using the device. The power supply was not swapped out; the hospital's other two power supplies were in use. Maquet cardiovascular anticipates the return of the product in question. Refer to: 2242352-2011-01847, 01848, 01850, 01851, 01852, 01853.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).